Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed three abscesses under her arms. The abscesses were described as red in color, hard, and may have been infected. It was reported that the patient's physician thought that the abscesses may have been caused by ingrown hairs or swollen glands, while the patient believed that they were due to the lifevest. The abscesses were drained and the patient was given antibiotics by her doctor. The patient's medical outcome is unknown.